Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and visually inspected. Visual observations revealed the jaw pin of the upper jaw was broken contributing to the jaw failure (upper jaw not closing properly) confirming the complaint. Also, it was observed that the distal tip of the upper jaw was bent outwards. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin breakage. Upper jaw bend is consistent with the device distal tip hitting bone during a procedure or being mishandled/ dropped (or indicates blunt force impact). This failure can be attributed to user technique. This device is more than five years old, and probably has seen heavy use and repeated cleaning/ sterilization cycles. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed five dissimilar complaints and one similar complaint, for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via email that his customer's expressew iii was broken a few weeks ago and just made him aware of the issue. There was no delay or patient consequences in surgery. The surgeon used another eii in the tray additional information received via the sales rep on 10-6-2017. It was a rotator cuff repair, the top jaw is broken, it will be coming back, the jaw is just not functioning. It's flopping around. No injury or broken pieces.